Manufacturer narrative:
The technician found the brake casters are old and worn and will rotate in a circle if the stretcher is pushed from the side. See scanned page. The technician replaced the brake casters and brake steer caster to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported that the brake casters would rotate while in brake mode. The bed was located on the third floor of the account. There is no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).